Manufacturer narrative:
Relevant new information was received from the customer. The event occurred during the middle of esophagogastroduodenoscopy (egd) procedure. There was no delay in the procedure. The procedure was completed. No other devices were replaced during the procedure. Patient information is unknown. There were no issues inserting the clip into the scope. The equipment was inspected but no anomalies were found. The clip did not exhibit any usual equipment behaviors. The model and lot number of the replacement device was not provided. The model and lot number of the clip is unknown but it was size 11 mm. The clip deployed and did not catch on tissue was loose in stomach. Clip did not break, the entire clip was sucked into scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record confirms the subject device was shipped in accordance to specifications. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to user mishandling causing the clip to be suctioned. In addition, it is likely that the foreign material was fibers such as gauze used for reprocessing, a piece of rubber came from a peripheral device such as the air/water valve or water container, body fluid, or an adherent came from used chemical agents. From the investigation result, the suggested event possibly caused by user handling, in order to prevent the event, the following is identified within the instructions for use: "chapter 4 suction warning - avoid aspirating solid matter or thick fluids; channel or valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids". Also identified in the instructions for use, the verbiage identified below could prevent / detect the suggested event: "chapter 3 preparation and inspection, inspection of the objective lens cleaning function - keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens". Per the legal manufacturer, the other issues identified in the initial report (plastic cover found with dent and scratches and minor peeling on the s-connector) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the device passed the dunk test. The plastic cover was found with dent and scratches. A foreign object was removed from the brush passage when brushing. There was minor peeling on the s-connector. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a deployed clip was suctioned up in to the scope and they were unable to pass the brush through the channel. The issue occurred during a procedure. There was no patient harm or injuries reported. No additional information has been obtained.